Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the fluid air exchange (fax) did not work during the vitrectomy procedure. The priming was managed and completed without any problem with the air; however, during the procedure the cassette had to be replaced, the machine was primed again then the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A turbid posterior pak was returned and visually inspected. The pos (position) 3 ID (identifier) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. The sample primed and passed iop calibration successfully. However, during fa/x (fluid air exchange) function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the lpas (low pressure air source) port of the cassette to the infusion cannula line. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. The broken ID tab caused the console not to toggle the fluid and air valve. As the result, the valve on the lpas port for the air source remains in close position after an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).